Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5165824.

Event description:
It was reported via voluntary medwatch that at a follow-up check, an elevated out-of-range shock impedance was observed from the right ventricular (rv) lead. A lead fracture was suspected. Technical services (ts) was contacted and discussed potential troubleshooting options to assess the system integrity, but it was noted that isometrics and shock integrity testing were not clinically appropriate for this patient. The decision was to have a surgical intervention. At this time, the system remains implanted and in-service, with no adverse patient effects reported.